Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery several times. The blood glucose reading was approx 200 mg/dl. The customer stated that he had changed the infusion set several times and within several hours of having changed it, he stated that the insulin pump would alarm no delivery again. He discontinued use of the insulin pump about 3 weeks ago, when the issue occurred, until further advised by his doctor. Unable to perform troubleshoot since this was a past event. Nothing further reported.